Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's representative stated that there was no pt incident reported on this pump since the last baxter service event. It was not known whether the failure occurred during biomed testing or pt infusion.